Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reported an urgent care visit with physician. The blood glucose reading at the time of the event was 580 mg/dl. Customer treated with manual injection. Caller stated that the insulin pump is alarming excessive no delivery and customer is not sure she is receiving the insulin. The issue has been happening for four days. Nothing further reported.